Event description:
A consumer reported that their implantable neurostimulator (ins) worked great but eventually died about 3 years prior to the report. The patient had not had their device checked often. It was noted that the patient and a healthcare provider planned to remove the implant within a couple of weeks of the date of the report. There were no patient symptoms reported. The patient was implanted for multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.